Manufacturer narrative:
Internal biomérieux investigation was conducted. Investigation included labeling review (instructions for use, msds) for the following reagents associated with fast blue bb: fb, nin, nit1, nit2, vpa, vpb. The ID 32 e, ID 32 staph and ID 32 strep strips contain only solid substrates glued to the bottom of the cups. Reagents liquid nit, vp, so, nin or rehydrated substrate fb are packaged in an opaque bottle used in very small quantities. Associated risk of use may be considered negligible. Associated hazards are indicated on each product carton. All reagents have a msds available in the technical library for use by customers. The instructions for use with the symbol table and risk phrasing are available in the technical library. Investigation concluded there is negligible risk associated with the use of the fast blue bb product, and that the labeling is adequate to inform users of associated material safety and risk.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer called to report a worker became ill after using fast blue bb, ref 70562, lot 003751730. Female user, (B)(6), reported to be a heavy smoker with allergies. User reads strips from a distance of 30 cm without a cover/hood, wears face mask, developed a dry cough for two weeks(14 days). Customers company requested the user see a physician for an official medical opinion. The customer stated the problem may be related to another reagent they use but cannot be specific. No further information on the users state of health has been provided. No patient test or lab results were affected.